Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient reported that the infusion set's cannula was bent, which was noticed when she removed the site. Reportedly, her blood glucose was in the range of 300 mg/dl and she was in pain, had vomiting, could not keep things down and experienced diabetic ketoacidosis. She was admitted to the hospital and was given some unspecified intravenous fluids as a corrective treatment. Also, it was stated that the site location was patient's stomach. She was hospitalized for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.